Manufacturer narrative:
Exact date of implant is unknown. Other relevant device(s) are: endurant unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow-up. The CT revealed that there is a type iii separation endoleak between the bifurcated stent graft and the ipsilateral limb extension. It is unknown if the endurant ipsilateral limb was implanted low or if the ipsilateral iliac limb migrated distally and there was only 1cm of overlap. The physician implanted an endurant iliac limb overlapping the junction. The type iii separation endoleak was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.